Manufacturer narrative:
Concomitant product: adapter, cvl, 60ml bd syringe with azacitidine, sodium chloride 0.9%; therapy date (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that an extension set that was infusing azacitidine was noted to be leaking onto the floor at the connection to the smartsite needle-free valve. There was no patient harm.

Manufacturer narrative:
The customer¿s report of leaking was confirmed. No anomalies were observed during visual inspection. Functional testing was performed and the set leaked at the connection between the extension set and the smartsite. Closer inspection found that the connection was loose. After reconnecting the smartsite to the extension set with a tighter connection, no further leaking was observed. Dimensional analysis verified that both mating luers were within specification. The probable cause of the leak was incomplete tightening of the connection between the needle free valve and the extension set.